Event description:
On 1/31/94 nb intubated upon delivery by pediatrician and was successfully stabilized. Newborn admitted to special nursery due to vomiting and jaundice. On 2/3/94, nasogastric tube was ordered. Admitted to intensive care nursery on 2/4. X-ray revealed et tube in abdomen. Endoscopy was unsuccessful and open gastrostomy was performed 2/8/94. Infant recovered and was discharged.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.